Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms after charging the pump. Reportedly, the pump was not exposed to extreme temperatures and the alarms continued to occur. Customer's blood glucose level was 140 mg/dl. The customer continued using the pump for insulin therapy.